Manufacturer narrative:
B5 (describe event or problem) was updated based on received additional information.

Event description:
A patient underwent ivtm therapy after out-of-hospital cardiac arrest (ohca). The solex 7 catheter (lot # 160263) was smoothly inserted into the patient's left internal jugular vein in one attempt. No other adjunctive temperature management or relative procedures were performed on the patient adjunct or prior to cooling. The patient's body temperature at the start of the ivtm therapy was 36°c. The target temperature of the cooling phase was set at 33°c, and the console was set at max cooling mode. About 30 minutes after the initiation of the treatment, when the patient's body temperature was 35.5°c, the thermogard system displayed an "air trap" alarm. The nurse noticed about 200-250 ml fluid loss in the 500 ml saline bag, except for the 200-250 ml circulating in the closed loop system. No leaked fluid was observed on the patient's bed, the thermogard console, or the floor. The customer suspected a catheter balloon leak and infusion of about 200-250 ml of saline into the patient's bloodstream. The customer removed the catheter and replaced it with another solex 7 catheter (lot # 177903). Initially, the customer reported they attempted to flush the catheter before insertion, but since the catheter lumens couldn't be flushed, the catheter was not used. However, the reporter provided additional information from the physician stating that the second catheter was inserted into the same vein. After the second solex 7 catheter was inserted, the user tried to flush the catheter with a 0.5 ml syringe. But the catheter lumens were blocked and couldn't be flushed. The customer couldn't remove the catheter because the catheter balloon would not deflate. Therefore, the customer cut the out luer, and saline was aspirated using a needle. The catheter was then removed without any further problems, and it was replaced. About 2-3 hours after inserting the 3rd catheter, when the patient's body temperature was at 33°c, the start-up kit (suk) (lot # 181975) started leaking saline at the roller pump area. Saline accumulated inside the roller pump raceway of the thermogard console. Per the reporter, the suk was never uninstalled or reinstalled, and the patient was never transported during the treatment. The suk was replaced, and the treatment was continued and completed with the same thermogard console. No patient injury was reported. The patient is stable. Please see the following related MFR report: MFR # 3010617000-2023-00241 for the solex 7 catheter (lot # 177903).

Event description:
A patient underwent ivtm therapy after out-of-hospital cardiac arrest (ohca). The solex 7 catheter (lot #: 160263) was smoothly inserted into the patient's left internal jugular vein in one attempt. No adjunctive temperature management or relative procedures were performed. The patient's body temperature at the start of the ivtm therapy was 36°c. The target temperature of the cooling phase was set at 33°c, and the console was set at max cooling mode. About 30 minutes after the initiation of the treatment, when the patient's body temperature was 35.5°c, the thermogard system displayed an "air trap" alarm. The nurse reported noticing about 200-250 ml saline loss in the saline bag. There was no fluid observed on the patient's bed, the thermogard console, or the floor. The customer suspected a catheter balloon leak and infusion of 200-250 ml saline into the patient's bloodstream. The customer removed the catheter to replace it with another solex 7 catheter (lot #: 177903). Before insertion into the same vein, they attempted to flush the catheter, but the catheter lumens couldn't be flushed. Therefore, this catheter was not used and was replaced. About 2-3 hours after the placement of the 3rd catheter, when the patient's body temperature was 33°c, the start-up kit (suk) (lot #: unknown) started leaking saline at the roller pump area. Saline accumulated inside the roller pump raceway. Per the reporter, the suk was never uninstalled or reinstalled, and the patient was never transported at any point during the treatment. The suk was replaced, and the treatment continued with the same thermogard console. No patient injury was reported. The patient is stable.

Manufacturer narrative:
The reported complaint of "catheter balloon leak" was not confirmed during visual and functional testing of the returned solex 7 catheter (lot #: 160263). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual examination of the returned catheter was performed and found that the catheter shaft was kinked at the proximal end of the serpentine balloon. No other issues or physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. In addition, dried blood residue was observed on the serpentine balloon and inside the medial luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The serpentine balloon did not leak during inflation and deflation. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on a thermogard console system in both warming and cooling modes for a total of 2 hours. The system ran in the max warming mode with a target temperature of 37°c for 60 minutes and in the max cooling mode with a target temperature of 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.